Event description:
Adverse event information from pms (post marketing surveillance) patient /target lesion information: (B)(6) male, progressing stroke (symptomatic), lipidemia, hypertension, previous mi. Target lesion:100% stenosed on right carotid artery (B)(6) 2011: operation date pre-dilatation:yes (3.0mm pta balloon@ 6atm) 10x31mm carotid wall stent was deployed after pre dilatation. There was no problem with distal protection and aspiration during the use of (B)(4) and malfunction did not occur. Post-dilation: yes (5mm balloon @ 10atm). Physician deemed that this event was not an adverse event as this will not result in the worsening of patient outcome. After the completion of operation, hyperperfusion and subarachnoid bleeding were observed as ae. Slight degree of impairment of consciousness was also observed, which was not deemed as ae by physician. Antihypertensive therapy was performed. (B)(6) 2011- patient outcome: recovered (B)(6) 2012, 30-day follow-up hemorrhagic hyperperfusion was observed. This ae was considered as the same event as that happened on operation date ((B)(6) 2011).

Manufacturer narrative:
Evaluation of the discrepant device is not possible, device discarded not returning. Device discarded not returning.

Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. The event has not been confirmed due to no product being returned. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.